Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately high. The pt indicated that the alleged issue started on (B) (6) 2010, at an unk time during the morning. She reported the following meter readings: "301, 247, 284, 347, 272, and 242 mg/dl." The pt reportedly compared the meter to an unk result obtained on a hospital meter. At an unspecified time after the alleged issue began, the pt claimed that she developed symptoms of shakiness, dizziness, and nausea. During the time of concern, the pt reportedly administered self-treatment by taking 70 units of lantus insulin. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, what actions the pt took before and after the symptoms developed, what meter readings she obtained before and after the symptoms started, and if she received any medical treatment after being tested on the hospital meter. In addition, it would have been helpful to know if the pt was symptomatic when she was tested on the hospital meter, what date(s)/times the reported lfs meter readings were obtained, and what date/time she was tested on the hospital meter. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan(lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.